Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell with their pump in their back pocket and the touch screen became shattered. Additionally, the touch screen became black and customer is unable to see anything on the pump touch screen. Customer's blood glucose was 174 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.